Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 13 december 2024, senseonics was made aware of an adverse event where the hcp reported that the sensor broke into two pieces during the removal procedure. All fragments of the broken sensor were retrieved from the user.

Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The hcp was able to successfully remove all the pieces of broken sensor. An RMA was created for the return of the sensor pieces for investigation. However, at the time of closure of this complaint the sensor was not received and no images were provided.hence, the complaint could not be confirmed visually.the potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. No further investigation was found necessary. B4. Date of this report 24 january 2025 g3.date received by the manufacturer? 24 january 2025 h3. Device evaluated by manufacturer? No h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.